Manufacturer narrative:
Batch review performed on 06 jun 2019: lot 181293: (B)(4) items manufactured and released on 13-jul-2018. Expiration date: 2023-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2019 we were informed about a patient who came in, 6 months after primary surgery, complaining of pain, which was caused by a leg length discrepancy. On (B)(6) 2019 the surgeon revised the 32mm biolox s head with a 32mm biolox m head and the surgery was completed successfully.